Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a journal article that a patient underwent a revision procedure due to an acute periprosthetic infection. A dair was performed without success and the implants were replaced by an lcck prosthesis with cemented rods. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen lcck femoral stem - unknown. Unknown - unknown nexgen lcck articular surface - unknown. Unknown - unknown nexgen lcck tibial component - unknown. Unknown - unknown nexgen lcck tibial stem - unknown. G2: foreign country: spain. G2: literature: bidea, I., foruria, x., calvo, I. Et al. Mid-term clinical radiological results of the constrained condylar knee prosthesis in total knee revision. Eur j orthop surg traumatol 34, 2701¿2708 (2024). Https://doi.org/10.1007/s00590-024-03977-9. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. H6: proposed component code: mechanical (g04) - femur visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.